Manufacturer narrative:
Results - the complaint of "invalid impedance' was confirmed. The lead had a kink with all wires broken approx 15.2cm from the stim end. This would have caused the invalid impedance observed in the field. A cam impression was also observed 33mm from the kink. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (germany) lost stimulation. A diagnostic test revealed impedance issues for all lead contacts. Surgical intervention was undertaken to explant and replace the pt's lead. Effective stimulation was recaptured following the procedure.